Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The patient underwent emergency procedure due to an acute myocardial infarction. The target lesion was located in the anterior descending artery. A 16 x 3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, during advancing, the device fractured in the middle to proximal third. The device was removed and the procedure was completed with implantation of a 3x12mm promus premier stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. A promus premier ous mr 3.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination identified stent struts lifted in the mid-section of the stent. The stent showed no signs of movement as was set between the proximal and distal markerbands. An undamaged section of the crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break at 510mm distal from the distal end of the strain relief. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The patient underwent emergency procedure due to an acute myocardial infarction. The target lesion was located in the anterior descending artery. A 16 x 3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, during advancing, the device fractured in the middle to proximal third. The device was removed and the procedure was completed with implantation of a 3x12mm promus premier stent. No patient complications were reported and the patient's status was stable.